Event description:
N/a.

Manufacturer narrative:
Additional information section: h6 this report describes a call received from a home health nurse whose patient stated that the sampling port was clogged and could no longer be used to remove fluid from the drain. The getinge representative explained that if the drain was still functioning properly, it could continue being used until it approaches its maximum capacity of 500ml, at which point the patient should seek medical attention at the nearest hospital to have the drain replaced/removed. The nursed expressed appreciation for the assistance and had no further questions/concerns. There was no indication that the drain was not functioning correctly and a clogged sampling port is a known possibility when it is routinely used to empty the drain, which is not the intended use of the port. The lot number was not provided so a review of the DHR, incoming inspection records, and ncrs involving the lot could not be completed. No changes to the design of the device were identified that would be related to these complaints. The IFU contains adequate instructions for how to properly set up and use the device. It provides specific instructions on how to take a sample of drainage from the drain. The IFU of express mini 500 devices manufactured between 3/22/2023 and 11/18/2023 contained an interim label which precautions that the device is intended for use by trained healthcare providers and should not be used in an outpatient setting. Devices manufactured from 11/18/2023 to the present include that information in the IFU. The lot number/manufacturing date of this device is not known so it is also not known which instructions were available with this drain, however all getinge customers were sent a notification in march 2023 of the change in precautions for express mini 500 devices. The information that this device is meant to be used by healthcare providers and not in an outpatient setting should have been available to the hospital that provided the drain to the patient. The information provided by the user indicates that this complaint occurred because the sampling port was routinely being used to empty the drain, due to inadequate knowledge or instruction of the user. The root cause of this is user error, due to the hospital sending the patient home with the drain. The complaint is confirmed, but a device nonconformance cannot be confirmed. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 1. This was determined to be appropriate based on the harm that was reported in the complaint. Complaint trending concluded that the actual occurrence level did exceed the anticipated occurrence level, for which it was escalated to CAPA 1053888 which is currently ongoing. No evidence was identified to suggest that this complaint is related to the manufacturing, materials, or design of the device. Issues of outpatient use are already being addressed by CAPA 673050 and CAPA 1053888. No additional escalation is required. H3 other text : device not available for return.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
A home health nurse, called requesting assistance with an express mini drain during patient use at home. No patient harm or injury reported at this time. The patient called in due to there being a clot not allowing the sampling port to be drained. (B)(6) would like to know what she should tell the patient. I explained to her that the patient should go to the ER if they have any immediate concerns; however, the drain functions appropriately until the drainage reaches the 500 ml. If the drain is getting close to 500 ml, the patient should seek medical attention at the closest hospital. The patient should follow up with their physician that placed the drain.